Event description:
Report received from the USA stating the "pressure gauge glass was broken" on the device. It was unk to the reporter if the device was used in surgery. It was unk to the reporter if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to improper handling. The reported malfunction was confirmed. If additional information is received, a supplemental report will be sent.